Manufacturer narrative:
The subject device was not returned to olympus for evaluation as there was no report of non-conformity of the device. During the onsite visit, the ess advised the customer on the recommended reprocessing step per the olympus instructions for use, and provided reprocessing in-service training to the user facility staff, including verifying locks in free post and variable stiffness in neutral position, proper use of the channel cleaning adapter, proper pre-cleaning wipe-down of insertion tube, proper use of auxiliary channel adapters, removing adapters and channels without excessive pressure or torque, detaching all valves and accessories from the endoscope, and water resistant caps inspected and attached at bedside if applicable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that inappropriate reprocessing was performed. The event can be prevented by following the reprocessing steps in the instruction manual for the device.

Event description:
The olympus endoscopy support specialist (ess) became aware during an on-site visit that the user facility staff were not following the proper steps for pre-cleaning their ultrasonic gastrovideoscope as recommended in the olympus reprocessing manual. The customer was not using the water tube to flush the elevator wire channel while performing bedside pre-cleaning, and a leak test was not being performed prior to reprocessing. No patient infections or injuries were reported.